Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and "isn't well overall".  The implantable pulse generator (ipg) was unable to be interrogated. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.